Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant was taking eight or more hours to charge which caused her to be uncomfortable and in pain. The implant was revised to a new position further off her spine. The indications for use were spinal pain and peripheral causalgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.